Event description:
Additional information reported that the clinic could still refill the pump, it just took "a little more time and feeling around." It was reported that it did not hurt, but if patient tried to bend over, it felt like it was getting "stuck in my ribcage really bad," if the patient bent down from a sitting position. It was reported that bending from a standing position was even worse. On (B)(6) 2014, the physician checked the patient. The physician had never had a pump move upward and told the patient if they could handle it, they should leave it alone, otherwise it is another surgery. The patient had not seen the physician who had implanted the pump. It was later reported that the pump was delivering demerol. At the last refill they had adjusted the amount. It was reported that a couple weeks ago they increased the amount of medication. It was also reported that the patient thought it had moved even closer to the ribs, the patient noticed it had moved a few months ago, "more like 6 months ago." Additional information received reported the cause of the possible pump movement in pocket was "possible weight gain or weight loss." It was reported that the patient was receiving effective therapy, but the positioning of the device had not been corrected. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information received reported that the patient was to consult with a physician for revision of pump pocket on (B)(6) 2014. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the patients pump "moved up into her ribs when she bent over". This had been happening for about a month. It had been gradually getting word and was "sticking into the ribs". It was noted, the patient was diabetic and on insulin. The pump was used to deliver dilaudid (hydromorphone).

Manufacturer narrative:
(B)(4).